Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his lead was difficult to place and the support force of the catheter sheath was insufficient. The catheter was replaced, but the lead was still too difficult to place. The his lead was removed and replaced with an right ventricular (rv) pacing lead. No patient complications have been reported as a result of this event.